Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced loss of communication between the ipg and external devices the week of (B)(6) 2020. The patient states they turned off the ipg prior to going through two cardioconversions, and the second one was on (B)(6) 2020. The patient last successfully charged the ipg prior to the second cardioconversion. Reportedly, the ipg would no longer charge and stopped communicating with external devices when the patient attempted to use it the week of (B)(6) 2020. Troubleshooting (B)(6) 2020 verified the device was inoperable. To address the issue, the physician explanted the ipg and replaced it with a new model, which resolved the issue.

Manufacturer narrative:
A short to ground inhibited the near field transmitter/receiver from communicating with the patient programmer. The condition of the ipg is consistent with the device being exposed to external high energy outputs.